Event description:
Initial info was received from a consumer on (B)(6) 2012: a female consumer received poly-l-lactic acid (sculptra) (lot# and expiration date unk) over a year ago. She recently received on syringe injected in her marionette lines. She stated that she believed the physician injected too much because she has nodules and lumps and also a "little broken capillaries". She stated that it changes her smile and that she is "real stiff" and "it looks square". She stated that it is embarrassing and she is self-conscience. She stated that she was told to use something else but it wasn't doing anything. She also stated that the nurse mentioned doing the intense pulse light (ipl) for her broken capillaries. No further relevant info was reported. Pharmacovigilance comment: sanofi company comment (B)(6) 2012: this case is lacking sufficient info for a casula assessment. Additional info on therapy date, onset date of the events, details on "broken capillaries", medical history, concomitant medication, treatment for the events, and outcome has been requested.